Event description:
Additional information received indicated that the patient had laxity of the joint. There was no delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon replaced the global head and the global glenoid. No visible markings on either implant for size or lot numbers. Doi: unknown. Dor: (B)(6) 2021. Left shoulder.